Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The photographic imaging inspection revealed severed electrode wires at the fantail and epoxy header region. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The reported complaint of decrease in performance could not be verified during analysis, which was limited in some respects due to the electrode lead being severed prior to receipt. The device passed all the tests performed. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing decreased performance. External equipment was exchanged and programming adjustments were made, however, the issue is not resolved. The recipient has elected for a technology upgrade. Revision surgery is scheduled.